Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracks were observed in the black rubber seal on the underside of the pump where the disposable is connected. The issue was discovered during pretest. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. During visual inspection it was found that the downstream occlusion(dso) seal had cracks. The dso seal will be replaced.